Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the lower housing was cracked. The physical damage found during visual inspection confirmed the reported event of the autopulse's lower housing being cracked. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 10/2010). A review of the autopulse platform's archive was performed and the archive data shows that a ua18 (max take-up revolutions exceeded) fault occurred on the reported event date of (B)(6) 2014. However, this user advisory is not related to the reported complaint. Functional testing was performed and the platform passed functional test. Based on the initial investigation, the parts identified for replacement were the front enclosure, top cover, and the battery lock clip. In summary, the reported complaint that the autopulse's lower housing was cracked was confirmed during the visual inspection. The fault was found to be due to normal wear and tear. The ua18 that was observed in the archive review is unrelated to the reported complaint. The root cause for ua18 could not be determined. However, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform.

Event description:
It was initially reported that during a morning check, the autopulse platform's lower housing was cracked. No patient involvement was reported. The platform was subsequently returned to zoll for evaluation. Upon review of the platform's archive data, it was observed that a ua 18 (max take-up revolutions exceeded) message occurred on the reported event date of (B)(6) 2014. Although the customer did not report this, ua 18 is considered a reportable malfunction.